Manufacturer narrative:
This device is a component in the clearglide evh small ktv23 kit. The clinician reported that the jaw tip broke on the endoscopic vein harvesting bipolar device. The tip was still attached to the device. There was no report of patient injury. The bipolar device was returned to sorin group USA for evaluation. Visual inspection confirmed that the tip of the upper jaw was broken off. The manufacturing records were reviewed. The device meet all raw materials, in-process and finished goods specifications upon release. No abnormalities were noted. The cause of the broken jaw could not be determined. It is possible that the device was damaged during use. The instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." The 100% visual inspection under magnification has been implanted in the production to provide further assistance of jaw integrity. The protective cap for the jaw has also been improved.

Event description:
The clinician reported that the jaw tip on the endoscopic vein harvesting bipolar device broke. The piece was still attached to the device. There was no report of patient injury.